Manufacturer narrative:
Event summary: patient data files show at least thirty four injections were performed on the date of the case without issue. Upon visual inspection of flexcath sheath 4fc12 /lot # 03366-17, results showed that the shaft was kinked at 2.1 inches from the tip and 0.53 inches from the handle. Air aspiration was reproduced when a test catheter was introduced through the sheath. In addition, dissection showed blood in the handle and that the hemostatic valve was leaking. In conclusion, the reported issue has been confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryoablation procedure, blood was noticed in the side port of the sheath. Upon aspiration of the sheath, bubbles were noticed. When the balloon was taken out, it was also noticed that the sheath was leaking blood from the rotation ring of the handle. The sheath was not replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product was received back for analysis. Analysis results will be sent once device is evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.